Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v767669, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient was having problem. The patient experienced shocking or jolting sensation. The stimulation was getting more intense. The patient could feel the pulsing sensations down in the vaginal area and was presently going down her leg. The patient reported that she became dizzy and passed out and fell down on her implantable neurostimulator (ins). It was indicated that after falling she went to hospital. The health care providers thought she may have had a stroke. It was noted that after the fall she started to have intense pain in the vaginal area and the pain would go down her leg and it was very painful, like a constant charge like an electrical shock running down her leg. The patient left foot 2nd toe would curl up when she felt the stimulation. It was noted that since that fall patient was partially paralyzed on the left side and her right side which was her dominant side was becoming very weak and was having to lay flat on her back. The patient indicated that they thought they had turned off stimulation but they are not sure, if the ins was off. The patient tried to taking out the batteries from the programmer to turn off the ins but still felt stimulation. The patient was able to use the programmer and verify stimulation was currently on program 1 at 2.7 by noting the lightning bolt in the upper right hand corner. The patient was able to decrease stimulation to 0.0 and felt the same amount of pain. The patient was able to turn off the stimulation and still felt the same amount of pain. The patient was still able to feel stimulation and it was still uncomfortable. The patient will continue to try to contact the health care provider and will also follow up with the managing physician. The patient will leave stimulation off until she speaks to the health care provider. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4) no longer apply as medical safety assessed and determined there was no information provided that suggests the fall, possible stroke or symptoms of paralysis, weakness, and dizziness are related to the patient's device or therapy.